Event description:
The article, "repair of mitral paravalvular leak using left atrial appendage tissue" was reviewed. It was reported that on an unknown date, a 31mm sjm mechanical valve was implanted for mitral stenosis. Seventeen years later, the patient presented to the hospital with a chief complaint of shortness of breath on exertion. Blood tests showed elevated lactate dehydrogenase (ldh), elevated b-type natriuretic peptide (bnp), and low hemoglobin. Echocardiography showed an ejection fraction of 55%. Moderate to severe perivalvular regurgitation near the left atrial appendage was observed. Electrocardiogram (ECG) showed atrial fibrillation/flutter with heart rate of 57 beats per minute. The patient was sent to surgery for reoperation. The left atrial appendage was turned inward, and its tissue was sutured against the sewing cuff of the valve. Postoperative echo showed trace residual perivalvular leak (pvl). Postoperative ldh, bnp, and hemoglobin levels improved. The patient was discharged. The primary and corresponding author of the article is ryohei otsuka, department of cardiovascular surgery, ichinomiya municipal hospital, 2-2-22 bunkyo, ichinomiya, aichi 491-8558, japan, with the corresponding email r.otsuka1899@gmail.com.

Manufacturer narrative:
D4: the UDI number is not known as the lot number was not provided. Literature attachment: article titled "repair of mitral paravalvular leak using left atrial appendage tissue." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
As reported in a research article, a 31 mm sjm mechanical valve was implanted for mitral stenosis. Seventeen years later, the patient presented to the hospital with a chief complaint of shortness of breath on exertion. Blood tests showed elevated lactate dehydrogenase (ldh), elevated b-type natriuretic peptide (bnp), and low hemoglobin. Echocardiography showed an ejection fraction of 55%. Moderate to severe perivalvular regurgitation near the left atrial appendage was observed. Electrocardiogram (ECG) showed atrial fibrillation/flutter with heart rate of 57 beats per minute. The patient was sent to surgery for reoperation. The left atrial appendage was turned inward, and its tissue was sutured against the sewing cuff of the valve. Postoperative echo showed trace residual perivalvular leak. Postoperative ldh, bnp, and hemoglobin levels improved and the patient was discharged. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: article title: repair of mitral paravalvular leak using left atrial appendage tissue.